Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. X-ray image was provided, showing two twisted sections of a stent placed in the left femoral artery. Based on the information available the stent placed in the patient¿s vessel is confirmed to be twisted. Based on the root cause analysis performed, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate upon deployment. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." In addition the instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." Regarding pre and post dilation the instructions for use states: "predilation of the lesion should be performed using standard techniques", and "post stent expansion with a pta catheter is recommended." H10: d4 (expiry date: 01/2022), g3, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a stent was found to be deployed abnormally during stent placement procedure in the popliteal artery. It was further reported that the stent was post expanded with a pta balloon dilatation catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022). Device not returned.

Event description:
It was reported that during stent placement procedure in the popliteal artery, the stent allegedly failed to expand. It was further reported that the stent was post expanded with a pta balloon dilatation catheter. There was no reported patient injury.